Event description:
The hcp was unable to recharge the implantable neurostimulator and it was replaced (please see MFR. Report #3004209178-2008-04935). During surgery, a new neurostimulator was placed in the field. Impedances on electrodes #9, 11, and 13 were greater than 10,000 ohms. The hcp cleaned the ends of the extensions and reinserted the extension in the bottom port of the neurostimulator. Impedances were greater than 10,000 ohms on all the electrodes. Three other extensions were trialed, each resulting in high impedance readings. Troubleshooting included cleaning the extensions, testing the devices with an external neurostimulator, and placing the extensions in the different ports of the neurostimulator. A second replacement implantable neurostimulator was implanted (please see MFR. Report # 3004209178-2008-06981). High impedance measurements were read. The original extensions were re-implanted. Impedances were within normal ranges except for bipolar pairs involving electrode #4.

Manufacturer narrative:
The neurostimulator and extensions have been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.